Event description:
It was reported that t2 recon nail was broken. Plate was put on. Case report available.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the nail broke after a period of reported 5, 5 years of implantation. Such period is regarded as very long for a temporary implant. Referring to the long implantation period it can be concluded that the nail had broken in fatigue manner ¿ most likely caused by exceeding load application. Referring to the information that the reported event resulted in a 3rd revision it could be assumed that the patient suffered from impaired ability for timely bone healing. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records a medical statement was not reasonable. The file will be closed formally. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information a deficiency of the nail could not be verified. Product remained in the field.

Event description:
It was reported that t2 recon nail was broken. Plate was put on. Case report available.

Manufacturer narrative:
Device disposition is unknown at this time. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.